Event description:
Section b, block # 2; other: requires keeping the pt for approx four hours and performing a hematocrit check prior to releasing the pt. Follow-up is per the attending physician's protocol for perforated uterus. Uterine ablation may be rescheduled in three months. Section b, block # 5: pt was being treated for abdominal uterine bleeding. The 1st freeze (6 minutes) was completed successfully. Physician perforated uterus while placing the control unit (probe) for the 2nd freeze. Pt's uterus originally sounded to 9cm, but the control unit was inserted to the 12cm marking. Case was aborted. Procedure was re-scheduled in 6-8 weeks after healing. Report indicated physician was not concerned and indicated this was "common with may devices".